Event description:
Customer reported the surgeon deemed this a patient safety issue due to the previous sales person not telling them that he quoted us deflection scopes instead of the preferred reverse deflection scope. The surgeons did not find out that it was the wrong scope until they performed the surgery and almost perforated the ureter. Additional patient information is not available.

Manufacturer narrative:
The device was recently returned, and the evaluation has not yet been completed. A supplemental MDR will be submitted when additional information becomes available. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per the device evaluation, the product met all design and manufacturing specification. The cause for the complaint was due to incorrect information provided to the user by a karl storz sales executive. This event is filed under internal complaint ID (B)(4).